Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms while attempting to deliver a bolus of insulin. The customer stated this has occurred multiple times after taking a shower and was thinking the body's circulation may be contributing to the occlusions. A system check could not be performed for the past occlusions; however, a system check was performed using the current pump supplies. The pump and infusion set tubing were found to be operating as expected. The customer declined to remove the infusion set site and was able to deliver the remainder of the bolus without receiving another alarm. The customer was to contact a healthcare provider to discuss the occlusions. The customer's current blood glucose level was 95 mg/dl.